Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm and insulin does not exits tubing with plunger push. No further information available.